Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97800 ((B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2024. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2adzq); product type: 0200-lead; implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they feel like there is a wire moved up where it is not supposed to be, on top of the implant, and the implant is very loose and moves at least an inch in all directions, and it moves around a lot. The issue started after a fall that the patient had in early september. The patient was redirected to their healthcare provider to further address the issue. Emailed physician listings.